Event description:
User experienced analyzer giving abnormal results for multiple assays. Upon investigation, it was noted the k factors were incorrect. After recalibration, the k factors were corrected and samples were repeated with corrected value. Actual pt data was not provided. No info provided to determine of pts were adversely affected due to this issue. The investigational unit determined the root cause is a timing conflict when writing reagent and calibration parameter info to the hard disk. Customer will be informed by field safety notice.